Event description:
It was reported that arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the device could not be advanced to the artery due to the calcification. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Per the proglide instructions for use, the safety and effectiveness have not been established in patient with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.